Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular lead. Patient was brought back into clinic for further evaluation. Rv lead noise was not reproducible with arm/pocket manipulations and isometrics. Programming changes were made. Patient will continue to be monitored remotely.

Manufacturer narrative:
Correction: - date of event should have been (B)(6)2018 instead of (B)(6)2018.

Manufacturer narrative:
Myopotential oversensing on the device, serial number (B)(4) [model # cd3365-40q], was reported in manufacturer report number - 2017865-2018-10673.

Event description:
New information received notes that the issue was due to myopotential oversensing. It is not lead noise, and lead damage is not suspected.